Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0414 captures the reportable event of stent torn material inside the patient.

Event description:
It was reported that a percuflex plus ureteral stent was used in a ureteroscopic stent placement in the ureter. During the procedure and inside the patient, it was noticed that the end of the stent (loop) was torn. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h11: investigation results: the returned percuflex plus ureteral stent was analyzed, and during the inspection, it was found that the suture hole torn, which did confirm the reported event. Based on the most relevant information, it is possible to conclude that this issue could be caused by operational factors. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "stent torn material" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent was used in a ureteroscopic stent placement in the ureter. During the procedure and inside the patient, it was noticed that the end of the stent (loop) was torn. The procedure was completed with another of the same device and there were no patient complications reported.